Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. When lot numbers were received for the explanted devices, the device history records were reviewed, and found to be conforming. The need for further corrective measures is not indicated at this time.

Event description:
It was reported that revision of durom components was done approximately 5 months post op, due to reported dislocation of the cup. The surgeon ended up putting in the next larger size head and cup.